Event description:
A 6f angio-seal vip was deployed in the right femoral artery. No pedal pulses were detected following deployment. Later, diminished pulses were confirmed by doppler. Vascular surgery was performed for a thromboendarterectomy of the right common femoral artery. Pulses were restored and the patient is stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.